Event description:
It was reported that the usb cable was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level was 120 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.